Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients midline incision site had drainage following the paddle lead placement. Infection was discovered upon opening the incision during the clinical lancing (incision and drainage) procedure. The physician explanted the entire spinal cord stimulator (scs) system. The patient was administered intravenous (IV) antibiotics. All explanted devices were discarded by the medical facility.